Event description:
Edwards received information that this bioprosthetic valve, implanted one (1) year seven (7) months, was explanted due to paravalvular leak (pvl). This was replaced with a 19 mm pericardial bioprosthesis. No additional details provided.

Manufacturer narrative:
The explanted device was not returned to edwards for analysis because it was discarded at the hospital. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to confirm the clinical observation. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. The type and cause of regurgitation varies depending upon multiple factors. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.